Manufacturer narrative:
Physio-control received the removed power supply assembly for evaluation in the failure analysis center. It was observed that only ac operation was affected by the assembly and that a mov (metal oxide varistor), designator mv1, was shorted which caused a fuse, designator f1 to open. The dc power still was available through this power supply.

Manufacturer narrative:
A third party service agent evaluated the device and verified the reported failure. The power supply assembly was then replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.